Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The reported observation of ipg not communicating/populating was confirmed. Based on the current test results there is a degradation in the bluetooth circuitry.

Manufacturer narrative:
A connection issue was reported to abbott. The patient's ipg was unable to connect with the clinician programmer and patient programmer. It was noted that the ipg was still able to connect with their charger. Troubleshooting was unable to resolve the issue. Surgery has been cancelled due to unrelated issues. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined. Correction: section b3 event date should have been "apr 24, 2024" instead of being blank in the initial report. This correction is reflected in this additional report 1.

Manufacturer narrative:
The reported observation of ipg not communicating/populating was confirmed. The root cause of the observation was not ascertained. Based on the current test results there is a degradation in the bluetooth circuitry. The DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
Date of event is estimated initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's ipg was unable to connect with the clinician programmer and patient programmer. It was noted that the ipg was still able to connect with their charger. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.